Event description:
It was reported that the caller experienced a discrepancy between the displayed time and the actual time on the device, which was greater than five minutes. There was no adverse impact on the customer¿s blood glucose level. Technical support assisted the caller in updating the pump time and advised them to monitor the situation and follow up if the time discrepancy recurs. The caller understood and acknowledged the guidance provided.